Manufacturer narrative:
Lot review: a review of lot# 3274859 showed 120 units were manufactured, tested, inspected and released in july 2016. Investigation in progress.

Event description:
Complaint received regarding ten+ 46080-37, double kit w/safeset and o3ml flush device for ohsu, lot# 3274859 (mfd. 07/2016). Complaint states, built-in syringe is broken. Air enters tubing when withdrawing blood from patient for lab tests. No serious adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3274859 showed (B)(4) units were manufactured, tested, inspected and released in july 2016. Device return: 7/27/2016 - received the following: one new 46080-36 pressure kit w/safeset and 03ml flush device for ohsu lot# 3279206. One new 46080-37 double kit w/safeset and 03ml flush device for ohsu lot# 3274859. One new 46080-38 triple kit w/safeset and 03ml flush device for ohsu lot# 3259354. Three used partial sets with only safeset reservoirs with 03ml flush intraflow and transpac lot # and part # unknown. Two used partial sets with only safeset reservoirs with 03ml flush intraflow and transpac lot # and part # unknown. Used 46080-38 triple kit - one transducer was attached to the safeset syringe. Air was observed to enter the fluid path near the transducer. The other two safeset syringes were disconnected from transducers. The plungers were observed to be disconnected from the rubber grommets inside the syringe barrels. Used 46080-37 double kit- blood was observed in one of the safeset lines. Air was observed to enter the fluid path near the transducers. Engineering testing and analysis to the applicable product and performance specifications was performed. Initial leak and restriction testing recorded no leakages. Additional vacuum testing to simulate the effects of blood draw recorded leakages seen inside the transpac with air being pulled into the fluid path in five of the returned complaint samples (transpac assy. Sections) additional detailed investigation efforts are in progress. To date,the investigations identified the cause was potentially attributable to the transducers not fully seated into the mating component. During subsequent ultrasonic welding processes, the transducer components might potentially be compromised resulting in a vacuum leak. Corrective and preventative actions have been qualified and implemented. On august 18th, 2016 ICU medical inc. Initiated a voluntary us FDA recall of the affected devices. It was broadened on september 27, 2016.

Event description:
Complaint received regarding ten+ 46080-37, double kit w/safeset and o3ml flush device for ohsu, lot# 3274859 (mfd. 07/2016). Complaint states, built-in syringe is broken. Air enters tubing when withdrawing blood from patient for lab tests. No serious adverse patient consequences reported.